Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), product description: infinion 1x16 perc lead kit, 50cm. Device evaluation indicated that the leads (sc-2316-50 (B)(4)) revealed that all of the cables were completely broken at the bent/kinked location of the lead approximately 19 cm from the distal end. The bent/kinked location was 3 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient had loss stimulation. It was noted that leads showed high impedances. The patient underwent a revision procedure wherein the leads were replaced due to device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient had loss stimulation. It was noted that leads showed high impedances. The patient underwent a revision procedure wherein the leads were replaced due to device malfunction. The patient was doing well postoperatively.